Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2012, the patient contacted animas and reported an insulin on board (iob) issue with the pump. The patient stated that sometimes the iob was either showing 0.00 units, 8.68 units or 11.0 units in the pump history. The patient's blood glucose (bg) value was reportedly in the 400mg/dl range with mild thirst and was tired. The reported bg value is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation that there was a discrepancy in the iob unit amount during a review of the pump history.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, it was observed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump's black box and history was reviewed and showed no activity outside normal use. The pump settings confirmed that the insulin on board (iob) was set to 3 hours. The bolus history for (B)(4) 2012 verifies an 11.7 unit bolus at 11:39am and a 10.8 unit bolus at 12:10pm. There were no power interruptions observed between the boluses. An 11.7 unit bolus was performed; 30 minutes later the iob was 10.51units. During testing, the 29 hour flow accuracy test was performed; the pump was found to be delivering insulin within the required specifications. The reported iob not calculating properly was not duplicated during testing.